Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 419 mg/dl. The customer¿s current blood glucose value was unknown. The customer did not experienced symptoms of high blood glucose value. It was unknown that how the customer treated high blood glucose. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. It was unknown if the customer was using auto mode or not at the time of incident. Customer reported that the insulin pump had a blank display. Customer stated the display was not blank less than 30 seconds and did not return. Customer installed new battery and monitored insulin pump for 2 hours and frozen display not recurred. Customer stated display was blank currently. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment and spring were neither damaged nor corroded. The customer was assisted with troubleshooting and display did not return. No further complications were reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the ngp xxx (620, 640 and 700 series) insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring black. On august 20, 2022, the customer alleged was for high blood glucose and blank display. Device received with blank display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and self-test due to blank display. Unable to download history files and traces using thump due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the electrical board 1 and 2, force sensor, and motor.test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads cracked, scratched case, cracked keypad overlay, cracked case-corner of belt clip rails, and pillowing keypad overlay. Blank display was confirmed during analysis due to moisture damage on the electronic assemblies. Unable to download history files and traces due to blank display. Unable to verify customer alleged for high blood glucose. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.